Event description:
The issue involves (B)(6), and affects users that utilize the person search (B)(6) application to find patient by identifiers such as name, address, phone, etc. In (B)(6), the user accesses person search (B)(6) and when search results include multiple persons, one or more of the patients might contain incorrect information. When the secondary result is selected, information for a different patient might be displayed, and any changes made will be applied to the incorrect patient. Patient care could be adversely affects, as clinicians may inadvertently select a different patient's information than the one they intended to view. This issue could result in any changes made to the patient's record being applied to the incorrect patient. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2009, to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.